Event description:
It was reported that the left ventricular lead exhibited loss of capture. Fluoroscopy revealed that the lead had dislodged as a result of twiddler's syndrome. The lead was explanted and replaced. The patient was fine post procedure. The patient would be monitored.

Manufacturer narrative:
(B)(4).